Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead was explanted due to failure to capture. Patient status was not provided.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductors due to procedural damage to the inner insulation. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.